Event description:
During crt-d follow up, no abnormal measured values in either lead were observed. However when recorded historical data was checked, some abnormal measurements were found in the ICD lead with the impedance measuring greater than 3000 ohms.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between (B)(6) 2019 and (B)(6) 2020 the right ventricular sensing amplitude was initially recorded at 15mv before it abruptly fell onto 0mv in the middle of (B)(6) 2020. The right ventricular pacing impedance was initially recorded at 700 ohms, before it spontaneously rose to greater than or equal to 3000 ohms in the middle of (B)(6) 2020. The shock impedance was initially recorded between 500 ohms and 650 ohms before it rose abruptly to greater than or equal to 3000 ohms at the end of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.